Event description:
On (B)(4), 2012 the reporter contacted animas to report that the pump would not prime. The patient reported that since (B)(6) 2012, she obtained elevated blood glucose readings ranging from 200 mg/dl to 400 mg/dl, and she disconnected from the pump. The patient experienced the symptoms of nausea, frequent urination, fatigue, increased thirst and tested positive for ketones. The patient started on her backup plan of lantus insulin and novolog insulin via syringe injections, and her blood glucose levels corrected to within normal limits. The patient did not seek any medical attention. The patient reported no issues with the infusion site or infusion set, and noted there was no moisture in the pump, the battery cap was secure and there had been no trauma to the pump. Troubleshooting revealed all pump settings were correct, the date/time were correct, and the total basal/bolus doses given correctly matched those programmed. It was also determined the patient's technique was incorrect by not replacing the infusion set when the cartridge was replaced, and she also did not fill the cannula, which could contribute to under-infusion of insulin. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect during the pump priming steps. However, as the patient suffered blood glucose levels and symptoms suggesting severe injury after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was able to rewind, load and prime successfully. The pump was evaluated and found to be delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump history shows no evidence of loss of prime warnings. The pump was exercised for 24 hours with no issues.